Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device displayed an "analysis halted" message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was not returned to zoll canada for evaluation. Instead, a zoll rep was sent to the customer's facility to evaluate the device. The reported malfunction was not replicated or confirmed. The device was put through extensive testing which included a 30 joules test without duplicating the malfunction. The device was put back to service by the customer. No trend is associated with reports of this type.